Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. The event was not confirmed during testing for either device; however, the devices were found to be out of specification. Two devices were found to be affected by corrosion. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes two malfunction events in which the device had run-on. Two reported events had no patient involvement; no patient impact.